Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Product evaluation: the lens was returned for evaluation. Blood and solution are dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that following cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare caused by residual astigmatism. The iol was exchanged in a secondary procedure.